Manufacturer narrative:
Outcome attributed to adverse event. There was no report of injury due to this event.

Manufacturer narrative:
Siemens investigated customer returned 4 cartridges, all cartridges produced results within the expected limits. Analyzer is performing as intended.

Event description:
Customer reported discordant hemoglobin a1c (hba1c) result on the analyzer. There was no report of injury due to this event.